Manufacturer narrative:
Initial and final MDR (B)(4). Device 3 of 3.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states it was reported that the patient faced 3 insulin cannula kinked event in between (B)(6)2024 to (B)(6)2024. The insertion site was abdomen. The infusion set was in use for 3-5 days. The glucose level was 400 mg/dl. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available